Manufacturer narrative:
(B)(4). Additional information has been requested however, not received. If further details are received at a later date a supplemental medwatch will be sent date of procedure? Date of surgical site infection? Date of debridement? Was any type medication prescribed to treat infection? Type/ dosage prescribed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status? No product is available for return.

Event description:
It was reported a patient underwent a spinal fusion surgery on an unknown date in 2021 and topical skin adhesive was used. Two weeks post op on an unknown date in (B)(6)2021, the patient presented with an infection. The wound was debrided. Additional information has been requested.